Manufacturer narrative:
Ge rep evaluated system and calibrated collimator. Sys is operating as intended.

Event description:
It was reported that the beam limit was out of compliance: x-ray beam exceeding limit in mag 2 mode.